Manufacturer narrative:
The mist therapy system involved in the reported event is manufactured in 06/2006. The facility has two units, and it was unclear as to which was involved in the event.

Event description:
The treatment nurse was having issues with getting the applicator to work while administering treatment with the mist therapy system. She did not deactivate the system when removing the applicator tip. The nurse pulled off the applicator to re-seat it on the transducer. Her middle left finger brushed the transducer tip and she received a slight friction burn. The treatment nurse then proceeded to use the mist therapy system to treat the burn. The burn dud not produce a blister on the finger, nor was there any further injury to the finger. The burn has not presented any long-term problem for the treatment nurse.